Event description:
It was reported that during the implant procedure, when the physician attempted to slit the inner catheter, the catheter tore with the distal portion remaining in the patient. The physician was able to successfully retrieve and remove the remaining portion of the catheter. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.